Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on (B)(6) male patient, (B)(6). The pt has a medical history of hypertension, gerd, cancer, and a-fib. After the midline catheter was placed into the patient's left brachial vein, the PICC nurse attempted to remove the stiffening stylet. Upon removal, the wire started to uncoil at the luer locking plug/hub. At which point, the nurse unscrewed the hub to remove the rest of the wire, however, the tip was not intact. A chest x-ray was performed where they saw a piece of wire in the pt's upper arm. They performed a doppler test and the test came back negative with no wire showing in the anatomy. No surgical procedure will be done to remove anything from the pt. The vascular surgeon looked at the stylet and does not think the tip broke off. There was a delay in treatment with no pt harm and no pt death was reported.